Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during review of the history logs. A loose auxiliary connector was observed during inspection which can cause the issue, but we were unable to firmly establish. The device passed all testing without duplicating any faults. The aux connector was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old female patient, the device failed self-test for defib and pacer functions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.